Event description:
It was reported that during use with the bd facs¿ lysewash assistant that leakage under pressure occurred outside of the instrument. The following information was provided by the initial reporter: it was reported by the customer that block at the top of the cell wash station is spraying fluid. Leak (if yes explain)? Yes. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? No. 3. What was the fluid that was leaked? Buffered saline. 4. What is the source of leak -- waste line or non-waste line? "Non. " 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak no. 7. Was there spray or fluid under pressure no. Customer problem: block at the top of the cell wash station is spraying fluid steps taken with customer/troubleshooting: customer stated block at the top of the cell wash station is spraying fluid.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2022-00374 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10.

Event description:
It was reported that during use with the bd facs¿ lysewash assistant that leakage under pressure occurred outside of the instrument. The following information was provided by the initial reporter: it was reported by the customer that block at the top of the cell wash station is spraying fluid. Leak (if yes explain)? Yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? No. What was the fluid that was leaked? Buffered saline. What is the source of leak, waste line or non-waste line? Non. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Was there spray or fluid under pressure? No. Customer problem: block at the top of the cell wash station is spraying fluid. Steps taken with customer/troubleshooting: customer stated block at the top of the cell wash station is spraying fluid.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.